Manufacturer narrative:
Bayer case number: (B)(4). Diffuse aches and pains [pelvic pain female] headaches [headache] dizziness [dizziness] severe asthenia [weakness] loss of balance [loss of balance] otorhinolaryngology problems [ear, nose and throat disorder] severe fatigue [fatigue extreme] body aches [general body pain] minor maxillary sinusitis [maxillary sinusitis] metrorrhagia [metrorrhagia] right inguinal pain [groin pain] mixed, solid and liquid cyst, 24 mm, in the right ovary [ovarian cyst]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-jan-2025. The most recent information was received on 23-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("diffuse aches and pains") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and multigravida. On (B)(6)2012, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion medically important), headache ("headaches"), dizziness ("dizziness"), asthenia ("severe asthenia"), balance disorder ("loss of balance"), ear, nose and throat disorder ("otorhinolaryngology problems"), fatigue ("severe fatigue"), pain ("body aches"), sinusitis ("minor maxillary sinusitis"), intermenstrual bleeding ("metrorrhagia") and groin pain ("right inguinal pain"). On unknown date she experienced ovarian cyst ("mixed, solid and liquid cyst, 24 mm, in the right ovary"). At the time of the report, the asthenia, balance disorder, ear, nose and throat disorder, fatigue and pain had not resolved. The outcomes for pelvic pain, sinusitis, intermenstrual bleeding and groin pain were unknown. No causality assessment was received for essure with regard to headache, dizziness, pelvic pain, asthenia, balance disorder, ear, nose and throat disorder, fatigue, pain, sinusitis, intermenstrual bleeding, groin pain or ovarian cyst. The reporter commented: she realised recently that these symptoms started in 2013 and that she had the essure device inserted in 2012. Do you know a specialist who could judge whether there is any toxicity and discuss removal of the essure? Current condition of the patient: I am suffering from many symptoms: dizziness, loss of balance, headaches, otorhinolaryngology problems, severe fatigue and body aches. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Computerised tomogram] on (B)(6)2013: the examination did not reveal any mass syndrome at the supra or infratentorial level. No density abnormalities in the cerebral or cerebellar hemispheres or in the brainstem. The ventricular system is in place. Cerebellopontine angles normal. No obvious inflammatory process in the sinuses of the face or at the retro-orbital level.; on (B)(6)2014: appearance in CT scan of posterior fossa and of the infratentorial region are normal, no processes occupying cerebellopontine angles. No suspicious contrast enhancement. No mass effect. No dilation of ventricular cavities. No bone lysis. Minor maxillary sinusitis [ultrasound pelvis] on (B)(6)2014: discovery of a mixed, solid and liquid cyst, 24 mm, in the right ovary, measuring 39 mm in length . Left ovary normal, 3 in length containing a follicle. . Appearance of uterus satisfactory, measuring height 80 mm, width 47 mm, thickness 30 mm anteverted and median. . History of conisation. . No progressive lesion visible with respect to cervix. . No collection of fluid in the pouch of douglas. . No abnormal hypervascularisation. . Bladder contours are regular, contents completely transonic. [X-ray of pelvis and hip] on (B)(6)2012: essure in pelvic position with 4 markers visible on the right and 3 markers visible on the left, with the most medial marker detached. According to bayer qa, the batch number is 915884 not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Diffuse aches and pains [pelvic pain female], headaches [headache], dizziness [dizziness], severe asthenia [weakness], loss of balance [loss of balance], otorhinolaryngology problems [ear, nose and throat disorder], severe fatigue [fatigue extreme], body aches [general body pain], minor maxillary sinusitis [maxillary sinusitis], metrorrhagia [metrorrhagia], right inguinal pain [groin pain], mixed, solid and liquid cyst, 24 mm, in the right ovary [ovarian cyst]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("diffuse aches and pains") in a 39-year-old female patient who had essure inserted (lot no. 915884) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and multigravida. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criterion medically important), headache ("headaches"), dizziness ("dizziness"), asthenia ("severe asthenia"), balance disorder ("loss of balance"), ear, nose and throat disorder ("otorhinolaryngology problems"), fatigue ("severe fatigue"), pain ("body aches"), sinusitis ("minor maxillary sinusitis"), intermenstrual bleeding ("metrorrhagia") and groin pain ("right inguinal pain"). On unknown date she experienced ovarian cyst ("mixed, solid and liquid cyst, 24 mm, in the right ovary"). At the time of the report, the asthenia, balance disorder, ear, nose and throat disorder, fatigue and pain had not resolved. The outcomes for pelvic pain, sinusitis, intermenstrual bleeding and groin pain were unknown. No causality assessment was received for essure with regard to headache, dizziness, pelvic pain, asthenia, balance disorder, ear, nose and throat disorder, fatigue, pain, sinusitis, intermenstrual bleeding, groin pain or ovarian cyst. The reporter commented: she realised recently that these symptoms started in 2013 and that she had the essure device inserted in 2012. Do you know a specialist who could judge whether there is any toxicity and discuss removal of the essure? Current condition of the patient: I am suffering from many symptoms: dizziness, loss of balance, headaches, otorhinolaryngology problems, severe fatigue and body aches. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Computerised tomogram] on (B)(6) 2013: the examination did not reveal any mass syndrome at the supra or infratentorial level. No density abnormalities in the cerebral or cerebellar hemispheres or in the brainstem. The ventricular system is in place. Cerebellopontine angles normal. No obvious inflammatory process in the sinuses of the face or at the retro-orbital level.; on (B)(6) 2014: appearance in CT scan of posterior fossa and of the infratentorial region are normal, no processes occupying cerebellopontine angles. No suspicious contrast enhancement. No mass effect. No dilation of ventricular cavities. No bone lysis. Minor maxillary sinusitis [ultrasound pelvis] on (B)(6) 2014: discovery of a mixed, solid and liquid cyst, 24 mm, in the right ovary, measuring 39 mm in length . Left ovary normal, 3 in length containing a follicle. . Appearance of uterus satisfactory, measuring height 80 mm, width 47 mm, thickness 30 mm anteverted and median. . History of conisation. . No progressive lesion visible with respect to cervix. . No collection of fluid in the pouch of douglas. . No abnormal hypervascularisation. . Bladder contours are regular, contents completely transonic. [X-ray of pelvis and hip] on (B)(6) 2012: essure in pelvic position with 4 markers visible on the right and 3 markers visible on the left, with the most medial marker detached. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.